Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal area pain') and suicidal ideation ('hormonal changes describe: suicidal thoughts') in an adult female patient who had essure (ess205) (batch no. 12244041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included shingles. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), libido decreased ("hormonal changes describe: low sex drive"), aggression ("hormonal changes describe: aggravated"), irritability ("hormonal changes describe: irritability"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vagina pain"). In 2005, the patient experienced thyroid disorder ("other injuries) or complications : thyroid issues"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2006, the patient experienced gingivitis ("infection (other) describe: gums") and tooth disorder ("dental problems/ bone loss in my teeth"). In 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient was found to have fibroma ("tumor / teratoma / cancer type: I believe that it caused fibroid tumors"). On an unknown date, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced alopecia ("hair loss") and headache ("headaches"). The patient was treated with levothyroxine sodium (synthroid), paracetamol;pseudoephedrine hydrochloride (contac c sinus pain medication), sulfamethoxazole;trimethoprim (mortin) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, suicidal ideation, fibroma, urinary tract infection, female sexual dysfunction, gingivitis, bladder disorder, urinary tract disorder, migraine, tooth disorder, dyspareunia, weight decreased, thyroid disorder, dyspepsia, gastrooesophageal reflux disease, alopecia, mood swings, libido decreased, aggression, irritability, depression and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, fatigue and headache had resolved and the cystitis was resolving. The reporter considered abdominal pain, aggression, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibroma, gastrooesophageal reflux disease, gingivitis, headache, irritability, libido decreased, menorrhagia, migraine, mood swings, suicidal ideation, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion, bilateral fallopian tube occlusion. Normal appearing endometrial cavity. Lot number: 12244041 manufacturing date: 2003-10 expiration date: 2005-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal area pain') and suicidal ideation ('hormonal changes describe: suicidal thoughts') in an adult female patient who had essure (ess205) (batch no. 12244041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included shingles. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), libido decreased ("hormonal changes describe: low sex drive"), aggression ("hormonal changes describe: aggravated"), irritability ("hormonal changes describe: irritability"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vagina pain"). In 2005, the patient experienced thyroid disorder ("other injuries) or complications : thyroid issues"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2006, the patient experienced gingivitis ("infection (other) describe: gums") and tooth disorder ("dental problems/ bone loss in my teeth"). In 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient was found to have fibroma ("tumor / teratoma / cancer type: I believe that it caused fibroid tumors"). On an unknown date, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"), hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids") and experienced alopecia ("hair loss"), headache ("headaches") and pelvic pain ("pelvic pain"). The patient was treated with levothyroxine sodium (synthroid), paracetamol;pseudoephedrine hydrochloride (contac c sinus pain medication), sulfamethoxazole;trimethoprim (mortin) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, gingivitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, headache, pelvic pain, hormone level abnormal and uterine leiomyoma had resolved and the suicidal ideation, fibroma, female sexual dysfunction, tooth disorder, thyroid disorder, dyspepsia, gastrooesophageal reflux disease, mood swings, libido decreased, aggression, irritability, depression and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, aggression, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibroma, gastrooesophageal reflux disease, gingivitis, headache, hormone level abnormal, irritability, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, suicidal ideation, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion, bilateral fallopian tube occlusion. Normal appearing endometrial cavity.. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Lot number: 12244041, manufacturing date: 2003-10, expiration date: 2005-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Event : pelvic pain, hormonal changes , fibroids were added. Outcome of the event dyspareunia, abdominal pain, bladder infection, uti, bladder problems., urinary probs, hair loss, weight loss, migraines were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal area pain') and suicidal ideation ('hormonal changes describe: suicidal thoughts') in an adult female patient who had essure (ess205) (batch no. 12244041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included shingles. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), libido decreased ("hormonal changes describe: low sex drive"), aggression ("hormonal changes describe: aggravated"), irritability ("hormonal changes describe: irritability"), suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vagina pain"). In 2005, the patient experienced thyroid disorder ("other injuries) or complications : thyroid issues"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2006, the patient experienced gingivitis ("infection (other) describe: gums") and tooth disorder ("dental problems/ bone loss in my teeth"). In 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient was found to have fibroma ("tumor / teratoma / cancer type: I believe that it caused fibroid tumors"). On an unknown date, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced alopecia ("hair loss") and headache ("headaches"). The patient was treated with levothyroxine sodium (synthroid), paracetamol; pseudoephedrine hydrochloride (contac c sinus pain medication), sulfamethoxazole; trimethoprim (motrin) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, fibroma, urinary tract infection, female sexual dysfunction, gingivitis, bladder disorder, urinary tract disorder, migraine, tooth disorder, dyspareunia, weight decreased, thyroid disorder, dyspepsia, gastrooesophageal reflux disease, alopecia, mood swings, libido decreased, aggression, irritability, suicidal ideation, depression and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, fatigue and headache had resolved and the cystitis was resolving. The reporter considered abdominal pain, aggression, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibroma, gastrooesophageal reflux disease, gingivitis, headache, irritability, libido decreased, menorrhagia, migraine, mood swings, suicidal ideation, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion, bilateral fallopian tube occlusion. Normal appearing endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received; previously reported event injury was updated to tumor / teratoma / cancer type: I believe that it caused fibroid tumors and other new events hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract, apareunia (inability to have sexual intercourse), infection (other) describe: gums, bladder or urinary problems or changes, migraines and headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, fatigue, weight gain / loss, hair loss, other injuries) or complications: thyroid issues, gastrointestinal or digestive system condition- type: acid reflux & heart burn, hormonal changes describe: mood swings, low sex drive, irritability, suicidal thoughts and aggravated, psychological or psychiatric problems - condition: depression were added. New lot number and lab data were added. New concomitant medication and historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.